Event description:
A (B)(6) female pt contacted zoll customer support to report that her belt had gelled without an alarm. The pt received a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt/ no alarm) has been confirmed. As received, both rear therapy electrodes gels were deployed. The cable running from the distribution node (dn) to the rear two wire therapy electrodes was ripped from the distribution node and the cable running from the dn to electrode nodes a and b was pulled from the strain relief. The cause for the gel deployment is the cable that was pulled from the dn to the rear two wire therapy electrodes. The root cause for pulled cable cannot be positively identified but is likely a result of excessive force. No adverse event resulted from the damaged cable. The pt received a replacement electrode belt.